Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged. When the cartridge was reset three times, the seeds could be discharged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the affected lot number of the cartridge raw material and seeds. These lot met all release criteria. Investigation summary: one empty quicklink seed cartridge was returned for evaluation. Upon initial inspection, the seed cartridge's gate closed properly. No spring protrusion was noticed on the backside of the cartridge. Plunger travel appeared fine. Twenty dummy seeds were loaded into the cartridge and inserted into a quicklink loader. All 20 seeds dispensed on the first attempt from the cartridge with no issues noted. The investigation is unconfirmed for the reported issue. A definitive root cause could not be determined based upon available information. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged. When the cartridge was reset three times, the seeds could be discharged. There was no reported patient injury.